Event description:
Allegedly this component was removed during the revision of another component.

Event description:
Allegedly this component was removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. Attempts are being made to have the device returned for evaluation. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00259. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure. Product not returned. Complaint history reviewed. Package insert reviewed. Product conformance could not be determined. Use of device could not be determined.